Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was elevated as high as 29.9 mmol/l and he thinks his infusion device is not delivering insulin. He disconnected the infusion set from his body and programmed a bolus of 5 units of insulin and not insulin was seen coming out of the end of the tubing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.